Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
This was reported via study. Subject called main hospital line (B)(6) 2015 to report his hvad was alarming a low flow alarm. He attempted to drink more fluids and change out his controller, but initially had trouble with it. The subject was transferred to speak with the vad on call team who were able to assist him over the phone to switch out his controller. His flows were back to normal. On (B)(6) 15 the vad coordinators called the patient regarding his overnight controller fault alarm. He was asymptomatic at the time without syncope or lightheadedness. The vad coordinator educated the importance of calling the vad number or urgent pager. The vad coordinator stated she would be sending him a new controller and requested he send his old controller to (B)(6) to download log files and return to heartware. Vitals at the time of the incident unavailable because patient was at home.

Manufacturer narrative:
One controller was not returned for evaluation. Review of the manufacturing documentation could not be performed since the device's product ID is unknown. The reported event could not be confirmed since log files were not available for analysis. Analysis of the device could not be performed since the device was not returned for evaluation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.